Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 reported event was confirmed with x ray provided. X-ray review confirmed the periprosthetic fracture. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The patient experienced a fall and periprosthetic fracture on the femur. However, it's unknown if the fall lead to the fracture or the fracture lead to the fall. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial surgery. Subsequently patient underwent revision surgery approximately 11 years later due to patient fall, had a periprosthetic fracture of the right hip. The stem and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.